Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual inspection of the returned product noted that the reloads were pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. The lock ring of the first reload was received out of position. Functionally the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient h arm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of lock ring out of position that has no relationship to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the reload. However, it cannot be established when this may occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy, at the 1st firing the surgeon was able to press the green button, but were unable to squeeze the handle the device did not fire. The reload was replaced with a new one, but the same problem occurred. The surgeon then replaced the handle and tried new reloads and it worked, they then tried the previous reloads and the device didn't work. The procedure was extended by more than 30 minutes due to device problem. There was no patient injury.